Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported the non-osseointegration of four dental implants, which were installed in intraoral regions #6, #4, #10 and #13. Nearly 40 ncm of primary stability was achieved and immediate load was not executed. The patient presented bone type iii.